Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose was unknown mg/dl. The customer stated that the leak occurred in the o-rings. The customer thinks it was at snap cap but is unsure. The customer reported that there is no visible fluid in the battery and reservoir compartment or under lcd display. The customer stated that she threw reservoir away already. The customer doesn't have reservoir to send back for failure analysis and offered to send replacements but declined.